Event description:
It was reported that the patient is unhappy with his ams ambicor penile prosthesis due unspecified reason. The patient was contacted and he did not response yet. Additional information received stated that the app device is not providing the patient sufficient inflation for intercourse even when his partner assisted him with the inflation, and also using lubricants etc. The device stays half-inflated and he feels that it does not deflate either as it stays 'half-mast'. The patient has made two visits to his penile urologist and he was told that the device is fine. The patient is considering to have replacement surgery so he will be making an appointment with his doctor to discuss surgical intervention to correct the issue. Once the surgery takes place, the explanted device will be returned for analysis.